Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right atrial (ra) leadless pacemaker was unable to be interrogated. The ralp was not implanted, and the procedure was concluded with no replacement device implanted. Patient condition was stable.